Event description:
It was reported via clinic notes that the patient previously had an infection which caused the explant of the vns device. With follow up, it was determined by the surgeon that the vns incision site had become infected which led to breakdown of the wound. This caused both the lead and the generator to be explanted within several weeks of the implant. No additional relevant information has been received to date.